Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during preparation for a coronary stenting treatment procedure stent damage was noticed. While unpacking the 2.75x24mm liberte bare stent from the box, it was noticed that the stent was damaged. The device never entered the patient and no patient complications were reported. The patient's current condition is listed as 'okay'.